Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, temporary pacemaker was used and the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). It was reported that the temporary pacemaker remained in patient's anatomy for an unspecified reason. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On (B)(6) 2026, it was reported that the patient will be receiving a permanent pacemaker on (B)(6) 2026. The patient had extended hospitalization. The patient's current condition was unknown; follow-up information indicated that the patient was discharged.